Event description:
The pharmacist contacted lfs alleging an issue with the one touch verio test strips. It is unknown what the issue is with the test strips. The product was replaced. There was no evidence that a serious injury occured. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue with the test strips was not resolved.

Manufacturer narrative:
The test strips were returned and failed testing. The test strips failed using the control solution.